Event description:
The advocate stated that the customer's blood glucose was tested using her contour ts meter and the reading was 29 mg/dl. Her glucose was retested using another meter and that reading was 175 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.